Event description:
It was reported that episodes of non-sustained oversensing were observed on a previous transmission. The device appeared to be oversensing. Patient presented to the clinic and programming changes were made. No patient symptoms reported.

Event description:
New information received indicating that oversensing was still occurring after programming changes were made. Further programming change was made. Patient was fine.